Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for low pacing impedance. The physician reported that the lead was crushed. The lead had multiple non-sustained ventricular tachycardia (nsvt) episodes that were non-physiologic. The lead detection was programmed off and the patient was issued a lifevest until lead revision. The lead was revised and was partially removed. A new lead was implanted. No patient complications have been reported as a result of this event.